Event description:
A hospital in (B)(6) reported via our distributor that an rt236 infant breathing circuit had a defective component. The hospital later reported to a fisher & paykel healthcare representative that the rt236 did not have the correct 3 prong connector on the inspiratory tube of the breathing circuit.

Manufacturer narrative:
(B)(4). Method: the device was not returned to the manufacturer for investigation. An investigation was carried out based on the event description and previous experience with similar complaints. Results: breathing circuits with heated inspiratory and expiratory tubes have different heaterwire plugs for the inspiratory and expiratory tubes. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. An investigation into the production process revealed that the operator made an error during production for approximately 2 hours. The size of the batch produced was not significant. The incorrect circuit produced cannot be connected to the humidifier. This is equivalent to an open circuit heaterwire and the humidifier would alarm, in addition to the user detecting this on setup. We have modified our production process to reduce or prevent recurrence of this issue. (B)(4).